Event description:
The hamilton microlab at +2 instrument reportedly pipetted low sample in wells a1, b1, d1, e1, and f1, and did not generate an error message. No death or injury resulted from this event.